Event description:
The manufacturer received information alleging an issue related to CPAP device's sound abatement foam. The patient alleged cough,difficulty breathing. There was no report of serious or permanent harm or injury. The manufacturer's investigation is ongoing. A follow-up report will be submitted when the manufacturer's investigation is complete.

Manufacturer narrative:
Additional information was received and section h11 should be reported as: the manufacturer was contacted in reference to the voluntary field safety notice / recall notification related to the sound abatement foam in certain CPAP, bipap, and mechanical ventilator devices. The manufacturer previously received information alleging coughing and difficulty breathing an issue related to a CPAP devices. There was no report of serious patient harm or injury. The device was returned to the manufacturer's product investigation laboratory for investigation during investigation, the manufacturer observe that dust-like contamination at the air inlet of the blower box, light dust-like contamination on top of the blower motor and the blower motor seal and black contamination, consistent with keratin at the air outlet of the blower box. Manufacturer initiated therapy with the device and verified airflow, using a known good. Manufacturer supplied power supply and ac power cord. There is no visible damage or functionality failures of the device, which suggest that the source of contamination was external to the device. The manufacturer used a fitt (foam integrity test tool) and was not able to confirm the presence of degraded sound abatement foam. The device's event logs were downloaded and reviewed by manufacturer. The manufacturer found no error codes. The manufacturer concludes there was no evidence of sound abatement foam degradation. The manufacturer observed dust contamination, keratin in the device and are consistent with being from an external source.the manufacturer applied power to the device and verified airflow. Manufacturer was not able to confirm the complaint or address the symptoms specified. Sections d8, d9, h2, h3, h6 has been updated in this report.